Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) on the ventricular channel. Technical services (ts) reviewed and stated that loc was noted during atrial tachy response (atr) episodes. During the outpatient follow-up, performed last month as per latitude information, an automatic threshold test was performed manually which was interrupted by the user. Furthermore, an automatic threshold test was performed that was interrupted by the device due to the atr event in progress. This device currently remains in service. No adverse patient effects were reported.